Event description:
The user facility reported that prior to a patient procedure, their vividimage 4k surgical display was not displaying video. No report of injury.

Manufacturer narrative:
The display subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the driver board of the display was not operating properly. To resolve the issue, the display was replaced. No additional issues have been reported.